Event description:
This 72 yr old female has had previous multiple breast reconstruction status post simple mastectomies. On january 21, 1992, she had saline-filled breast implants inserted. She noticed, a decrease in volume after recent mammogram. Gross exam: the right implant shows a small fenestration on the implant surface just adjacent to an embossed thickened ring and weighs 46.0 gms. The left implant is intact and weighs 310 gms.